Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open as the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with dense mesh stent plus coil embolization, l ocated on the lateral aspect of the ophthalmic segment. With a max diameter of 6mm and a 5mm neck diameter. The landing zone was 3.6mm distally and 4.1mm proximally. The access vessel for this procedure was the femoral artery which measured at 9mm. It was noted thepatient's blood flow was xxx and vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and the pru level was 1.the angiographic result post procedure it was reported that the operator planned treatment with a dense mesh stent plus coil embolization. The cavernous segment vessel was assessed as tortuous and classified as a type IV cavernous segment. After the phenom 27 and echelon microcatheters were positioned, the dense mesh stent was delivered. Based on the vessel diameter, a 4-20 stent was selected. The stent was hydrated on the back table and then delivered. After the stent was advanced to the straight segment of the middle cerebral artery, stent deployment was initiated. The stent opened smoothly and achieved wall apposition. The operator performed pull-back positioning and continued deployment to the anterior bend of the cavernous segment. At this point, the mid-portion of thestent did not open fully and was not well apposed to the vessel wall. The operator released additional stent length, locked the microcatheter and delivery guidewire, and performed push¿pull and gentle oscillation maneuvers. After confirming stent opening, the y-valve was loosened and deployment of the remaining portion was continued. At that moment, the entire system suddenly slipped, and both the stent and the microcatheter migrated from the aneurysm region to the posterior bend of the cavernous segment. The operator attempted to remove the stent by withdrawing it into the microcatheter and removing it from the body. At that time, it was noted that the stent had been dislodged within the microcatheter and could not be removed. A new phenom 27 microcatheter and a 4-25 ped were then used instead.) The catheter was flushed and all devices were prepared as indicated  in the IFU. The pipeline was not used for an indication that is not approved (off-label) and no patient complications were associated with this event. Ancillary devices include a  qc-5-12-3d,qc-4-10-3d, apb-3.5-10-3d, apb-2-8-3d coils, synchro14 guidewire,  phenom27  and echelon10 m icrocatheter,   8f guide catheter.

Manufacturer narrative:
H6: coding corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was only one stent within the vessel during the occurrence of the event. It was clarified that significant resistance was encountered during delivery, and that the operator advanced the device to the target position by overcoming the resistance. The distal end of the pipeline was implanted at the intended location. The device jumped during deployment and the mid segment of the pipeline did not fully open when placed in a bend. Additional steps taken to open the pipeline were when the operator released a sufficient length of the stent and performed back-and-forth manipulation at the curved segment, with alternating tension and relaxation, to facilitate stent expansion and apposition to the vessel wall. The overall cause of failure was not determined, the possibility that coils or the microcatheter affected stent opening was discussed with the operator and subsequently ruled out. Another consideration was whether damage to the stent prevented full expansion; however, the stent was trapped at the microcatheter hub and could not be retrieved, so this could not be confirmed.